Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque duiring iabp.

Event description:
(Cc# 96-00505) iab was inserted into pt on 12/27/96. On 12/28/96 after iabp for 24 hours, the iab leaked. Blood was found in the tubing and the iab was removed. Event complications: unknown - reported 12/29/96; none - reported 1/20/97. Pt's current status: in ICU - rpt'd 1/20/97.